Manufacturer narrative:
This report has been identified as b. Braun melsungen (B)(4) internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(4). During the analysis of the history log files it could be detected that an infusion was started with an infusion rate of 5 ml/hrs. And with a syringe b.braun ops 50 ml. No abnormities or malfunction could be detected. The sample was subjected to a visual and functional examination. During the visual inspection of the peruser space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. No damages or residues of liquid were found. The device passed the self test with a positive result. A syringe could be successfully identified and selected in the pump menu. It was possible to bring the pump in operation. Further some infusion therapies, how reported by customer, were performed. No device alarm or malfunction could be detected. A flow measurement was performed. No deviation could be detected. For an inside investigation the device was disassembled. No damages could be detected. The complaint could be not confirmed. During the investigation no malfunction could be detected. The device works within the specification. The reported malfunction could not be comprehensible.

Event description:
As reported by the user facility (B)(4): "over infusion." Customer information (not all needed information): the infusion pump takes the syringe (syringe plunger) correctly. Filled volume was not reported. Flow rate was programmed to 5 ml/hr. After 2 hours an error "syringe near empty" was occurred. Complete volume, which was in the syringe, have been entered into the patient.